Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. No basal, bolus or history anomaly noted.

Event description:
It was reported that the customer was having constant hypoglycemia episodes and all of a sudden the insulin pump was emptied and had no insulin. The blood glucose reading at time of call was 6mmol/l, and the customer did treat with glucose tablets. Troubleshooting was performed, and no damage to the drive support cap noted. The mother stated that the insulin pump was not giving boluses, troubleshooting was stopped due to looking at the bolus history, and she stated that the customer did not give the boluses. The mother did not feel comfortable and requested a replacement. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.